Manufacturer narrative:
Addition article in manunga et al. Cvir endovascular, (2019) 2:34, (technical approach and outcomes of failed infrarenal endovascular aneurysm repairs rescued with fenestrated and branched endograft¿s).

Manufacturer narrative:
The UDI for the device is not available since the device lot number is unavailable. A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
An article in manunga et al. Cvir endovascular, (2019) 2:34, (technical approach and outcomes of failed infrarenal endovascular aneurysm repairs rescued with fenestrated and branched endograft¿s). The article references endovascular rescue of failed infrarenal repair (evar) emerging as an attractive option to stent graft explant. The procedure, is rarely utilized due to limited device accessibility and the challenges associated with the implantation and patient population. The purpose of this study was to report the authors outcomes and discuss the approach to rescuing previously failed infrarenal endovascular aneurysm repairs with fenestrated and branched endografts (f/b-evar). There was a retrospective analysis of prospectively collected data of consecutive patient with failed evar which were rescued with (f/b-evar) from november 2013 to march 2019 conducted. The study primary end point was technical success defined as after implantation of the device with no type I a/b or type iii endoleak or conversion to open repair. The results was during this time, 202 patients with complex aortic aneurysms were treated with f/b-evar. Of these, 19 patients underwent repair for failed evar and 6 were implanted with a gore excluder evar (w. L. Gore & associates, flagstaff, az). The primary long term complications of evar studied was loss of proximal seal due to disease progression. Some can be treated with infrarenal cuffs and endoanchors, others do not have a ¿neck¿ suitable for such interventions. All fenestrated stent grafts were customized using the cook zenith platform. Fenestrations were created based on measurements obtained using centerline of flow. The indication for interventions for the 19 patients was a type ia endoleak for 18 patients; a type 1a and b endoleak for one patient; and endotension for one (1) patient. An increase in aneurysm sac size (amount unknown) was also an indication for all 19 patients. The specific indication(s) referencing any specific patient was not provided. Patient seventeen was not reported to have undergone an additional intervention. Time from initial procedure was thirteen months and there was a reintervention where an aortic cuff was implanted, and aptus anchors were used.